Event description:
A complaint was rec'd from a customer that reported when they test with excel off brand reagent they would receive erratic results. Customer stated that they rec'd a result of 50 mg/dl and upon immediate retest rec'd a result around 300 mg/dl. The difference between these results could be clinically significant. While on the phone a review of the system was conducted. Electronic checks were attempted but the customer did not have the requisite supplies. These were being provided. It was explained to the customer that bayer does not provide or support the use of an off brand reagent. Follow-up with the customer will be made.